Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the instrument involved with this complaint and completed the device evaluation. The instrument moved intuitively with full range of motion in all directions. The grip opened and closed properly. The instrument was fully functional. Electrical continuity passed. Energy delivery passed. A follow-up MDR will be submitted if any additional information is received. Based on an evaluation of the fenestrated bipolar forceps instrument, there is no indication that a malfunction of the instrument occurred.

Manufacturer narrative:
The fenestrated bipolar forceps involved with this reported event has not been returned for evaluation; therefore, the root cause of the customer reported failure mode cannot be determined. A follow-up MDR will be submitted if additional information is received. During a da vinci-assisted surgical procedure, the patient experienced three small bowel perforations. The surgeon reportedly converted the da vinci-assisted surgical procedure to a midline laparotomy in order to do a small bowel resection to excise the injured bowel. There is no allegation by the site or the surgeon that an isi device caused or contributed to the reported small bowel perforations or that an isi device malfunctioned. However, at this time, the root cause of the small bowel perforations is unknown.

Event description:
It was reported that during da vinci surgical procedure, the patient allegedly experienced small bowel perforation as an intra-operative complication. As a result, the procedure was converted to a mid-line laparotomy in order to do a small bowel resection to excise the injured bowel. On (B)(4) 2018, intuitive surgical, inc. (Isi) followed up with an isi clinical sales representative (csr) and obtained the following information regarding the reported event: the csr stated that during a da vinci-assisted diagnostic laparoscopy acute appendicitis was identified. The appendix was resected; however, the surgeon suspected small bowel obstruction and hence proceeded to run the bowel with the fenestrated bipolar forceps instrument on his right hand and a tip up fenestrated grasper instrument on his left hand. As the surgeon ran bowel he noticed there were 3 perforations on the small bowel where the fenestrated bipolar forceps instrument had grabbed the bowel. At that point the surgery was stopped, instruments were removed, and the patient cart was undocked. The surgeon converted to mid line laparotomy and performed a small bowel resection to excise the part of the bowel that was damaged. The csr stated that during his follow-up with the surgeon after the procedure, the surgeon stated that the injury could have been due to a very pliable small bowel, and running the bowel while the patient was in a tough trendelenburg position. The csr also stated that the surgeon did indicate that the fenestrated bipolar forceps instrument did not malfunction in a way that could have contributed to the adverse event. However as a precaution, the surgeon had asked the csr to examine the fenestrated bipolar forceps instrument. The csr stated that on visual inspection there was no damage identified, and the fenestrated bipolar forceps instrument functioned as intended.